Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On 14-june-2024, it was reported by the patient that she was hospitalized due to hyperglycemia and high ketones. High blood glucose level was 700 mg/dl and ketone was 4.4. He was treated with insulin drip. No further information was available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).